Event description:
Due to inaccurate readings from libre 2 system, took too much insulin causing low sugar seizure. Have found libre 2 readings to be off by up to 35% after 12 hour adjustment period. I compare results with finger-stick results on meter (recently ran a control test) and at least 40% of the time, the results are showing at minimum of 25% higher on the libre 2. This causes me to either take too much insulin or preform a meter test every time that I scan the libre 2 to compare. The technical support for the libre 2 is practically non existent. I have to call a number that is connected to a lot of people that I cannot understand and seem to be reading everything from the same paper. No one will give any real answers or take responsibility for these problems. Each time they send a replacement sensor that is usually no more accurate than the one that they replaced. I cannot contact anyone at abbott or in this country. These defective sensors (as most seem to be) should be outlawed by the FDA. Please do not even think about giving them approval to work with an insulin pump, or you will cost people's lives. Also the libre 2 mobile app has a lot of problems. Many times it tells me that "alarm is not available" or scan error (I forget the code number) and to try again in 10 minutes. The problem is that sometimes it takes over a half hour to be able to get a reading. In a nutshell, abbott obviously released the libre 2 system before these glitches were worked out. I started my free trial with the freestyle libre 14 day system and libre link mobile app and had no problems. The only reason that I changed to the libre 2 is because of the alarms, which are a real necessity. But I do believe that abbott is distancing themselves from USA consumers so they can ignore the problems and act like all is fine, but it's not. FDA safety report ID# (B)(4).